Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller and user interface pcb assemblies and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete a self-test, nor would it complete the boot-up cycle. It just stayed on the initial boot-up screen. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.